Manufacturer narrative:
D4. Lot number was updated. The investigation test results are for strip lot 48020116.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. This event occurred in (B)(6). The patient's meter and test strips were requested to be returned for investigation. The patient's test strips were returned and tested using a retention meter with two high level control samples. Test results: specified target range 2.7 - 3.3 inr qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. Specified target range 4.1 - 6.8 inr qc 1: 5.2 inr, qc 2: 5.3 inr, qc 3: 5.4 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4) compared to a "cc xs plus" meter in surgery (serial number not provided). At 08:00 am on the "cc xs plus" meter in surgery, the result was 2.8 inr. At 09:07 am the meter result was 1.8 inr. After cleaning the meter, the patient's meter result was 1.7 inr. The time the result was taken was requested but not provided. The patient's therapeutic range is 1.9 - 2.8 inr.